Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the foley catheter failed and it was defective. Stated that one of the foley balloons would not inflate and so patient threw the catheter away. Also wasted one of insertion trays due to this.

Event description:
It was reported that the foley catheter failed and it was defective. Stated that one of the foley balloons would not inflate and so patient threw the catheter away and wasted one of insertion trays due to this.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. However, the potential root cause for this failure mode could be pinch lumen/collapse lumen/thick sac thickness/valve damage/short inflation lumen. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "no substance except sterile water should be used to inflate the balloon." The device was not returned